Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The patient called alleging that the meter powers off during use. The patient did not experience any symptoms at the time of testing. The patient was unable to test on his meter and went to see his md. Md tested the patient's blood glucose; however, the result was not provided. Md did not treat the patient. The batteries were replaced less than a year ago. Customer service was unable to resolve the issue and sent the patient a replacement meter. This case was reported as a malfunction, since the issue was not resolved.